Event description:
In the absence of information allowing traceability of defective products, the document review cannot be carried out. The pre/post-revision x-rays show a replacement of the implants and in particular an anchoring of the acetabulum with hook and screw during the revision, confirming the revision. The patient occured a fracture of the calcar as well as a positioning of the acetabulum "too medial" with a protruding hole in the small pelvis. The understanding that can be made of this is a defect in the positioning of the acetabulum. However, the information provided is insufficient to confirm or refute this hypothesis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.